Event description:
The patient has been treated with a dekompressor and ont week later, patient was suffering of a sciatic with hyperalgesia. Patient was hospitalized and treated with course of medication for the pain.